Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 2 months after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2007, the patient underwent an uneventful stenting procedure in the predilated left posterior descending artery with one xience v stent. On (B)(6) 2010, the patient experienced angina and was found to have in-stent restenosis per diagnostic coronary angiogram on (B)(6) 2010, requiring revascularization through percutaneous intervention. Two additional xience v stents were implanted in the target lesion. On (B)(6) 2010, the patient experienced angina again and was found to have in-stent restenosis a second time per diagnostic coronary angiogram requiring revascularization through percutaneous intervention. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.